Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence suspected to be caused by normal material fatigue. A new aus system was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.